Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H6 health effect, impact code: non-serious injury/illness/impairment.

Event description:
Edwards received notification of a pascal in mitral procedure where an implant was attempted but aborted due to an abnormal amount of air being visualized. There were no visible bubbles during prep. Bubbles were noted when transitioning the device from closed to capture ready position. The patients' pressures dropped but were rectified after is (implant system) removal. Physician continued to see bubbles and decided to remove and replace the device. The second implant had insufficient mr (mitral regurgitation) reduction and was removed and replaced. A third implant was successfully implanted. The procedure was completed and mr was reduced from severe to mild.